Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to inflate the balloon due to a burst.

Manufacturer narrative:
The reported event was unconfirmed. A reliavac evacuator was returned opened without its original packaging. The evacuator appeared to be used. The balloon and bulb was removed from the evacuator to check for a damaged balloon with none found. The bulb and balloon was able to be placed back into the evacuator and was then inflated with no issues. On 04jun2020, the balloon was removed from the evacuator and a thickness gauge was used to measure the evacuator balloon thickness at its center. The measurement ranged from 0.0530"-0.0545" and this met specifications. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿pump bulb until balloon fills container.". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was difficult to inflate the balloon due to a burst.